Event description:
It was reported that when using the bd vacutainer® ultratouch¿ push button blood collection set, a ruptured tube caused blood to leak. No patient impact or injury reported.

Manufacturer narrative:
Medical device type: jka. Common device name: blood specimen collection device; intravascular administration set. Investigation summary: material #: 367363. Lot/batch #: 3262929 . Bd had not received samples or photos for evaluation. Therefore, 30 retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to tubing damage or leakage were observed. All samples passed testing exhibiting no signs of tubing damage or leakage during use. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tubing damage or leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.